Event description:
It was reported by service report that the inner right siderail motion buttons were not working, and the outer siderail panel was cracked with no sharp edges. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Cracked outer head right siderail panel. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that pts intentionally damage various device components with unrestrained appendages. Additionally, pts are regularly restrained in manners that conflict with the device's instructions for use.